Manufacturer narrative:
Correction: section e1. Reporter first name should have been (B)(6) instead of (B)(6) as new information received indicates that the physician's name is (B)(6).

Event description:
New information received notes that the insulation of the right atrial (ra) lead was damaged when the physician was suturing it in place. The insulation damage was confirmed visually.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the low voltage lead was damaged while the physician was fixating it. The low voltage lead is not used and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.